Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Reportedly, the customer was using apidra insulin within the cartridge. Multiple infusion set tubing changes were performed to address the issue and the issue continued. Customer's blood glucose level was 215 mg/dl. Reportedly, the customer loaded a new cartridge with humalog insulin onto the pump to address the issue.